Event description:
It was reported that the device had a primary audible alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was in excellent condition. The technician performed an occlusion test. The technician was unable to duplicate reported event. The root cause of the reported issue was unable to be determined. The speaker was replaced for preventative measure. The device passed occlusion and functional tests. There's a corrective action and preventive action (CAPA) for the reported event.